Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it as reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy.